Manufacturer narrative:
The company service representative cleared the fault logs, reset the system, and performed a power cycle. The fault logs were returned to the factory for analysis. They did not contain any useful information as to the cause of the reported failure. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station was displaying the patient's name and room number, but no ECG waveforms. The customer reset the system and called mindray service the following day. The symptom occurred again that day, and was confirmed by the mindray representative. No patient injury was reported.